Manufacturer narrative:
H3: product analysis of product: 9560100, lotno:1809997 analysis found that, during the inspection at the time of acceptance, it was observed that there were scratches on the outer tube and there was malfunction of the coupler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a patient having spinal therapy. It was reported that the scope had fog or cloudiness, thus images would not clearly visible. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the type of procedure involved during the event was micro endoscopic laminotomy (mel). Also reported that, during the surgery, it was foggy from the beginning, and the fog became thicker as the procedure progressed.